Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tubing has come unglued, leaks air. Probable root cause: 1. System design 2. Manufacturing / assembly error 3. Use error 4. Damage during shipping. The reported failure mode will be monitored for future re-occurrence. The device manufacturer date is not known.

Event description:
It was reported that during surgery there was a potential loss of insufflation due to insufflation tubing disconnection.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during surgery there was a potential loss of insufflation due to insufflation tubing disconnection.